Event description:
Excess weight removal. The pt's pre-weight was 167.8lb., the goal weight was 164.0lb., and the post-dialysis weight was 163.0lb. There was no pt injury or medical intervention. Gambro technical services (gts) functionally tested the machine and replaced the balance chambers due to a probable internal leak in one of the valves. Pt #2.